Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the air/water channel and cylinder was not confirmed. The foreign material may not be removed because reprocessing could not be done properly due to leakage from a deformed scope cover, a crack in the grip, or a pinhole in the insertion section. However, olympus could not identify a definitive root cause of the event. The event can be detected and prevented in accordance with the following instruction for use (IFU). IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-hq1100dl/I am reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited the air/water cylinder and air/water tube had foreign objects. There were no reports of patient involvement.